Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd plastipak¿ syringe was found with foreign matter as in the " piston and its surroundings a whitish powder that is removed with friction." There was no report of exposure, injury or medical intervention needed.

Event description:
It was reported that before use a bd plastipak¿ syringe was found with foreign matter as in the " piston and its surroundings a whitish powder that is removed with friction." There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Correction: this complaint is a duplicate complaint with pr # (B)(4). The original compliant reports can be found under MFR report # 3003916417-2018-00097.

Manufacturer narrative:
Correction: this complaint is a duplicate complaint with pr # (B)(4). The original compliant reports can be found under MFR report # 3003916417-2018-00097.

Event description:
It was reported that before use a bd plastipak¿ syringe was found with foreign matter as in the " piston and its surroundings a whitish powder that is removed with friction." There was no report of exposure, injury or medical intervention needed.